Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report (B)(4)-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-05, software version: 5.1.1. H3, h6) a software analysis was performed for this event. In summary, the complaint was confirmed and a software issue was identified. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that the system would soft reboot itself during the arm setup. Once the arm setup was complete and the arm was moving to the clear up position, both screens then turned black for about 10 seconds. The system appeared to reboot itself and loaded back onto the patient selection screen. The arm setup showed as complete. The manufacturer representative wanted to see if the arm setup completion was a glitch due to the soft reboot. When he performed the arm setup again, the system soft rebooted yet again. He went into the arm setup a third time, and it also rebooted again. Since the software showed that the arm setup was passing, they skipped a fourth iteration of the arm setup and proceeded with the case. No patient was present.